Manufacturer narrative:
No product was returned for investigation. The cause of the event could not be determined. A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). The results from the meter were 5.1 and 5.2 inr. The result from the laboratory a few minutes later was 3.7 inr. The reagent used by the laboratory was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2-3 inr.